Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant, because the connection fractured into it. In addition, 60ncm of primary stability was achieved, the patient presented bone type I and immediate load was performed.